Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain and peripheral causalgia. Information was reported that the patient's therapy had stopped due to a power on reset (por). The patient reported she is getting a por message on her recharger screen since friday (B)(6) 2019. The patient had recent emi exposure due to their radiation treatment. The patient was able to clear the message while on the call, and their therapy was turned back on to the last parameters that were set. The issue has been resolved. No further complications were reported. No additional patient symptoms were reported.